Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: (B)(6)2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device had a blower source issue. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.

Manufacturer narrative:
G4:18feb2021.the device was reported to have been in daily routine testing, there was no patient involvement. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power supply module. The fse replaced the power supply module to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.